Manufacturer narrative:
As reported, the 6f 11cm brite tip sheath introducer was used. However, it could not be inserted. When it was removed, the tip of the sheath was frayed. Therefore, it was replaced with a new device and the procedure was continued. There was no reported injury to the patient. This was an evt case. After the right femoral puncture, the brite tip sheath was used. After evt was completed, it was confirmed that there were no complications at the puncture site. Additional information was requested; however, the information could not be obtained. The reported ¿brite tip/distal tip frayed/split/torn and catheter sheath introducer (csi) insertion difficulty¿ could not be confirmed as the device was not returned for analysis and images were not provided. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter sheath introducer (csi) while attempting to insert in the vessel may have also been a contributing factor for the reported event. Vessel characteristics, such as acute/severe angles/tortuosity may also contribute to such event, as these can lead to resistance upon insertion and cause buckling of the sheath material. As per the instructions for use (IFU), during insertion of the sheath, it should be grasped close to the skin to prevent buckling. To avoid damage to the sheath tip, do not withdraw the dilator until the csi is in vessel. Hold the sheath in place when inserting, positioning, or removing any catheters. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6f 11cm brite tip sheath introducer was used. However, it could not be inserted. When it was removed, the tip of the sheath was frayed. Therefore, it was replaced with a new device and the procedure was continued. There was no reported injury to the patient. This was an evt case. After the right femoral puncture, the brite tip sheath was used. After evt was completed, it was confirmed that there were no complications at the puncture site. The device will not be returned for evaluation. Additional information was requested; however, the information could not be obtained.